Manufacturer narrative:
G4: premarket/510(k) #: k111485, k170636.

Event description:
It was reported that device fracture occurred and left unretrievable inside the patient's body. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified atherosclerotic m1 occlusion in the right middle cerebral artery. A 180x25cm fathom -16 guidewire was selected for use. However, during the procedure, it was noted that there was a fractured segment of the distal guidewire which remains in place within the m1 segment of the right middle cerebral artery extending back into the distal right internal carotid artery. Attempts to snare the fractured guidewire were unsuccessful. No patient complications were reported.